Event description:
It was reported that the patient experienced a cerebral vascular accident. On an unknown date, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. It was reported via social media that "at an unknown date 2-3 years after the closure device had been implanted the patient experienced a cerebral vascular accident. The patient had damage to their right side following the cerebral vascular accident. On (B)(6) 2016 the patient passed away due to congestive heart failure."